Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the touch screen to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs nor reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. Programmed with no issues and calibrated unit successfully. All the touch function tested and passed. Booted up system in normal mode and let it idle for 10 minutes. Power cycled system 10 times, no issue occurs after extensive use. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was confirmed but not replicated as failure analysis found no damage and no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. Fa investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that non-recoverable error 40241 occurred, followed by error 75 from the patient side cart (psc) touchpad. The current system logs were not available. The user swapped the failing psc for another and continued the procedure. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse reviewed logs and found multiple field replaceable units (fru) on surgeon side console (ssc) falling off during operation. Fse found possible root issue: errors 23, 40 on (B)(6) 2025 and (B)(6) 2025 pointing to blue fiber port fault on vision side cart (vsc), 3rd port from the top. Both errors are also surrounded by loss of multiple fru nodes on vsc and master supervisory controller (msc). Fse recommended to the robotics coordinator (roco) to replace both blue fiber cables and only utilize ports 1 and 4 on vision side cart. Fse will order msc blue fiber ports and arrange access. Fse re-assessed logs and found that during system shutdown, clinical staff removed blue fiber cables from ports 2 and 3 before system was shut down, causing errors through all carts. Error 75 did occur on boot up before cables were pulled. Fse checked with roco and patient side cart (psc) was separated from system and during the removal process staff may have disconnected cables before system shutdown. Fse spoke with roco and corrected guidance to disregard port and cable replacements, that fse was ordering psc touch pad. Fse brought psc (10509634) into room and connected to the system. Fse powered on system and checked error logs. Fse found error 40241 last occurred (B)(6), when customer called it in, but no active errors. Fse replaced the psc touchpad and performed system verification and ran the touchpad utilities to calibrate because it is version 187716-13 and calls for this to be done on touchpads older than version 187716-16. Fse replaced the psc with the system and moved the psc they used temporarily into the hallway. System is ready for use. The touch pad involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.